Event description:
It was reported while using bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g the needle was too long. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320883, batch no: 1334606. It was reported that the consumer stated the needle is either long or short. Stated, with some of the pen needles, the patient end, is long or short.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot# :1334606 for dimension (patient end is long or short). This is the 1st related complaint for dimension (patient end is long or short) on lot#: 1334606. And no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g the needle was too long. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320883; batch no: 1334606. It was reported that the consumer stated the needle is either long or short. Stated, with some of the pen needles, the patient end, is long or short.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022. H6: investigation summary customer returned (3) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported that the pen needles that the patient end (pe) [cannula] is long or short. No evidence of manufacturing defect was observed. All 3 sample were tested for cannula length (specs for 4mm cannula length: 0.109¿-0.203¿). The following was observed: data: cannula length (in.) Sample 1 .161; sample 2 .161; sample 3 .158. All observations fell within specification. The alleged patient end dimension defect could not be confirmed based on the samples received for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure (pe dimension). Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.